Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that they received an m31 air detected in cassette warning in dwell 4 of their treatment. The patient was connected during incident. Fluid was seen underneath the cycler leaking from one of the supply bags (sb). Sb are hanging. The heater bag was not empty. Unused lines were clamped. All sb's were empty. Fluid leaked from a possible scissor cut in one of the 3l sb's. Upon follow up, the patient stated that their cassette leaked during dwell 4 of treatment. The patient was connected. The patient stated the leak came from a cassette line. No fluid leaked from their dialysate bags. The cycler alarmed with the m31 air detected in cassette alarm message. The alarm occurred prior to the leak being observed. The patient was able complete treatment on the night of the reported event manually. The patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported event. The sample cassette is not available for return.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that they received an m31 air detected in cassette warning in dwell 4 of their treatment. The patient was connected during incident. Fluid was seen underneath the cycler leaking from one of the supply bags (sb). Sb are hanging. The heater bag was not empty. Unused lines were clamped. All sb's were empty. Fluid leaked from a possible scissor cut in one of the 3l sb's. Upon follow up, the patient stated that their cassette leaked during dwell 4 of treatment. The patient was connected. The patient stated the leak came from a cassette line. No fluid leaked from their dialysate bags. The cycler alarmed with the m31 air detected in cassette alarm message. The alarm occurred prior to the leak being observed. The patient was able complete treatment on the night of the reported event manually. The patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported event. The sample cassette is not available for return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.